Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the involved angio-seal device used, the backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was then removed from the patient. The device was not used and manual compression was applied for 30 minutes. Subsequently, hemostasis was successfully achieved by manual compression only. Blood loss was reported to be less than 250cc. The procedure before hemostasis was a pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was an 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no equipment or other devices used with the angio-seal device. There was no health damage to the patient.